Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold values. This lead was subsequently surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.